Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerns a (B)(6) year-old female patient of unspecified ethnicity. Medical history included being allergic to cephalosporin. Concomitant medication was not reported. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30), via a reusable pen (humapen ergo 2) 12 units each morning and 14 units each evening, subcutaneously for the treatment of diabetes starting in 2011. In 2011, the patient had an issue due to humapen ergo 2 button could not press down ((B)(4)/lot number 1011d02) (no further details provided). In 2014, the patient was hospitalized due to high blood sugar (values, baseline and reference ranges not reported). Information regarding corrective treatment, outcome and discharge date was not reported. Subsequently, her physician changed her insulin treatment to insulin lispro protamine suspension 50% insulin lispro 50%) (rdna origin) (humalog 50); via a reusable pen (humapen ergo 2), 20 units twice a day subcutaneously, however her blood sugar was always high while on treatment (values not reported). She was advised by her physical to increase 2 units every single dosage year by year. On (B)(6) 2016, humapen ergo 2 injection button could not press down ((B)(4)/lot number 1208d03) (no further details provided). Information regarding corrective treatment, outgo of the blood sugar always high and insulin lispro protamine suspension 50% insulin lispro 50% treatment was not reported. The operator of the two humapen ergo 2 deices was the patient and her training status was not reported. The general duration of use of the first humapen ergo 2 and the duration of use of the suspect device was not reported but it was started in 2011. The general duration of use of the second humapen ergo 2 and the duration of use of the suspect device was not reported but it was started in 2014 to (B)(6) 2016. If devices were returned, evaluation would be performed to determine if a malfunction had occurred. The reporting consumer did not know if the high blood sugar events were related to insulin isophane suspension 70%/human insulin 30% or insulin lispro protamine suspension 50% insulin lispro 50% treatment of humapen ergo 2 devices. Update (B)(6) 2016: upon review: this case was opened to complete the medwatch and (B)(6) required device reporting elements for regulatory reporting. Update (B)(6) 2016: information received on (B)(6) 2016 stated reporter refused to provide further information. No changes were done to the case.

Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated 24mar2016. Evaluation summary a female patient could not press down the injection button on the humapen ergo ii device. She experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch 1011d02, manufactured november 2010). Therefore, it could not be evaluated to confirm the complaint or the presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with respect to pen jammed complaints. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, which would detect a non-moving injection screw with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerns a (B)(6) year-old female patient of unspecified ethnicity. Medical history included being allergic to cephalosporin. Concomitant medication was not reported. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30), via a reusable pen (humapen ergo 2) 12 units each morning and 14 units each evening, subcutaneously for the treatment of diabetes starting in 2011. In 2011, the patient had an issue due to humapen ergo 2 button could not press down (pc3587638/lot number 1011d02) (no further details provided). In 2014, the patient was hospitalized due to high blood sugar (values, baseline and reference ranges not reported). Information regarding corrective treatment, outcome and discharge date was not reported. Subsequently, her physician changed her insulin treatment to insulin lispro protamine suspension 50% insulin lispro 50%) (rdna origin) (humalog 50); via a reusable pen (humapen ergo 2), 20 units twice a day subcutaneously, however her blood sugar was always high while on treatment (values not reported). She was advised by her physical to increase 2 units every single dosage year by year. On (B)(6)-2016, humapen ergo 2 injection button could not press down (pc3587640/lot number 1208d03) (no further details provided). Information regarding corrective treatment, outgo of the blood sugar always high and insulin lispro protamine suspension 50% insulin lispro 50% treatment was not reported. The operator of the two humapen ergo 2 deices was the patient and her training status was not reported. The general duration of use of the first humapen ergo 2 and the duration of use of the suspect device was not reported but it was started in 2011. The general duration of use of the second humapen ergo 2 and the duration of use of the suspect device was not reported but it was started in 2014 to (B)(6)-2016. If devices were returned, evaluation would be performed to determine if a malfunction had occurred. The reporting consumer did not know if the high blood sugar events were related to insulin isophane suspension 70%/human insulin 30% or insulin lispro protamine suspension 50% insulin lispro 50% treatment of humapen ergo 2 devices. Update 04mar2016: upon review: this case was opened to complete the medwatch and (B)(6) required device reporting elements for regulatory reporting. Update 09-mar-2016: information received on 04-mar-2016 stated reporter refused to provide further information. No changes were done to the case. Update 16-mar-2016: information received on 14-mar-2016 from the affiliate. The health care professional contact number was not provided, so follow-up could not be attempted. No additional information was provided. Update 24mar2016. Additional information received 24mar2016 from the product complaint safety database. To the device tab (pc 3587638/lot 1011d02) entered the device specific safety summary (dsss), updated (B)(6) device information, updated the medwatch device information, and the narrative was updated accordingly.